Event description:
As reported: "t2 alpha guidewire measuring tube metal cap debonded in patient¿s leg and had to be removed with forceps. No replacement item was used.".

Manufacturer narrative:
Please note the correction to b1, h1 and h6 health impact code. The report has been downgraded from si to reportable malfunction to be consistent with actual and potential severity.

Event description:
As reported: "t2 alpha guidewire measuring tube metal cap debonded in patient¿s leg and had to be removed with forceps. No replacement item was used."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.